Manufacturer narrative:
The 510 (k) # is k001109. Lifescan(lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(6) 2011) - device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have spc pin 3 lifted high. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs (B)(4) on (B)(6) 2011 alleging an "apply sample" message on the patient's one touch ultra meter. A medical surveillance specialist (mss) sent follow up questions to the customer care advocate (cca) and they spoke to the patient's son who is the care-taker and obtained the following information. The son mentioned that the alleged issue with the meter began at the end of (B)(6) 2011. Due to the alleged issue, the patient was unable to test her blood glucose. She continued to take her oral medication on a regular basis. The patient did not have another meter to test her blood glucose. Approximately 2 months ago around (B)(6) 2011 the patient had difficulty seeing. The patient did not take any action or self-treat due to the alleged issue. She visited a general physician; however, her blood glucose was not taken at that time. The physician advised the symptoms are related to high blood sugar and did not treat the patient. The technique of applying blood on the test strip was correct and the patient was using the correct test strips. The alleged issue was not resolved over the phone and the product was replaced. The complaint is being reported since the reporter mentioned that his mother was unable to test her blood glucose due to the alleged issue and 2 months later developed symptoms suggestive of a serious injury.